Event description:
The pump is reportedly not responding to the audio bolus button. The reporter indicated that there is no visible damage to the keypad and the pump has not been exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was not responding to the audio bolus button and the plastic slug was missing. The pump was responding to the keypad buttons.